Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the subject device and found that the reported phenomenon was not duplicated, and there was no abnormality on the exterior of the subject device. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from the user facility, the field service engineer and the investigation, omsc surmised that the reported phenomenon was attributed to the temporary failure of the pressure sensor. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the subject device could not insufflate the abdominal cavity. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The field service engineer visited the user facility and checked the subject device together with two medical engineers of the facility and found that the reported phenomenon was duplicated even if the following was performed. Restarting the subject device. Replacing the insufflation tube. Checking of the presence or absence of kink on the insufflation tube. Replacing the cylinder hose. The phenomenon did not occur with a loaner device. Also, all tubes were removed from the subject device and the insufflation start/stop switch was pressed, the subject device could insufflate only once, and then the subject device could not insufflate at all and the excessive pressure alarm occurred. The field service engineer surmised that there was some blockage inside the subject device. The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.